Event description:
It was reported that the patient recieved multiple inappropriate shocks due to oversensing of noise. High ventricular lead impedance (>3000 ohms), elevated pacing thresholds, and an apparent lead fracture were also reported. The lead was explanted. No further patient complications have been reported as a result of this event.